Event description:
It was reported that cardiac perforation and cardiac tamponade occurred. During a farapulse atrial fibrillation procedure, a nrg transseptal needle was selected for use. The physician was initially at wrong position and had to readjust the position and performed transseptal puncture (tsp). The transesophageal echocardiogram (tee) confirmed tsp went good without tamponade. The procedure was completed however at the end, the physician noted in the echo a large tamponade in right ventricular (rv) wall. It was necessary to drain the blood from pericardium (350 ml). The patient remained hospitalized. Act was above 300. The perforation was confirmed by transesophageal echocardiography, and the suspicion is that something went wrong during the transseptal puncture process. Physician tried to do the transseptal access in two places. Physician was not confident that the system was in a secure position. Therefore, he repositioned the system after the initial attempt. After this attempt, checked the pericardium using transesophageal echocardiography, and the echocardiographer reported no issues. Cardiac tamponade was observed after all catheters were withdrawn. The device is not expected to be returned for analysis (contaminated).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and patient code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation (contaminated). If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) initial reporter phone (e1), in section e - initial reporter. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that cardiac perforation and cardiac tamponade occurred. During a farapulse atrial fibrillation procedure, a nrg transseptal needle was selected for use. The physician was initially at wrong position and had to readjust the position and performed transseptal puncture (tsp). The transesophageal echocardiogram (tee) confirmed tsp went good without tamponade. The procedure was completed however at the end, the physician noted in the echo a large tamponade in right ventricular (rv) wall. It was necessary to drain the blood from pericardium (350 ml). The patient remained hospitalized. Act was above 300. The perforation was confirmed by transesophageal echocardiography, and the suspicion is that something went wrong during the transseptal puncture process. Physician tried to do the transseptal access in two places. Physician was not confident that the system was in a secure position. Therefore, he repositioned the system after the initial attempt. After this attempt, checked the pericardium using transesophageal echocardiography, and the echocardiographer reported no issues. Cardiac tamponade was observed after all catheters were withdrawn. The device is not expected to be returned for analysis (contaminated). It was further reported that the patient was discharged later on. Before a full recovery, the patient suffered a pericarditis, which was treated and discharged home.